Event description:
It has been reported that the bd angiocath¿ IV catheter 22ga 1.00in has been found with damaged tubing before use. The following has been provided by the initial reporter: it was reported that the plastic is breaking off.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Event description:
It has been reported that the bd angiocath¿ IV catheter 22ga 1.00in has been found with damaged tubing before use. The following has been provided by the initial reporter: it was reported that the plastic is breaking off.

Manufacturer narrative:
Correction: received product #, date, before use with updated product grid, it is made in juiz de fora. The following information has been updated: b.3. Date of event: (B)(6) 2019. B.5. Describe event or problem: it has been reported that the bd angiocath¿ IV catheter 22ga 1.00in has been found with damaged tubing before use. The following has been provided by the initial reporter: it was reported that the plastic is breaking off. D.1. Medical device brand name: bd angiocath¿ IV catheter 22ga 1.00in. D.2. Medical device type: intervascular catheter. D.2. Common device name: foz. D.2. Medical device catalog #: 381123. D.3. Medical device manufacturer: becton dickinson industrias cirurgicas, ltda. D.4. Medical device lot #: see h.10. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8270855 d.4. Medical device expiration date: 2023-09-30 h.4. Device manufacture date: 2018-10-17 d.4. Medical device lot #: 8296903 d.4. Medical device expiration date: 2023-09-30 h.4. Device manufacture date: 2018-10-30 d.4. Unique identifier (UDI) #: 30382903811237 g.1. Manufacturing location: becton dickinson industrias cirurgicas, ltda. G.5. PMA/510(k)#: k151698 h3 other text : see h.10

Manufacturer narrative:
Correction: received product #, date, before use. The following information has been updated: b.3. Date of event: (B)(6) 2019. B.5. Describe event or problem: it has been reported that the bd angiocath¿ IV catheter 22ga 1.00in has been found with damaged tubing before use. The following has been provided by the initial reporter: it was reported that the plastic is breaking off. D.1. Medical device brand name: bd angiocath¿ IV catheter 22ga 1.00in. D.2. Medical device type: intervascular catheter. D.2. Common device name: foz. D.2. Medical device catalog #: 381123. D.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4. Medical device lot #: see h.10. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8270855. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2018-10-17. D.4. Medical device lot #: 8296903. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2018-10-30. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson ind. Cirurgicas ltda. G.5. PMA/510(k)#: k151698 h3 other text : see h.10.

Event description:
It has been reported that the bd angiocath¿ IV catheter 22ga 1.00in has been found with damaged tubing before use. The following has been provided by the initial reporter: it was reported that the plastic is breaking off.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ catheter has been found with damaged tubing. The following has been provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that the plastic is breaking off.